Event description:
I have received inconsistent test results from my glucose metering device. The test results can vary by as much as 80 points within a few seconds of each other. I am using two meters -both abbott freestyle lite- and the problem happens with both meters so, I suspect the problem is with the test strips. Dates of use: (B)(6) 2010. Diagnosis or reason for use. Diabetes.